Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, the device has not been received by carefusion.

Event description:
The customer reported that a patient died while on model lap top ventilator 1150. The customer reported no allegations of ventilator failure or malfunction but the facility wanted to have the ventilator checked out.